Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a smith fracture case (left distal radius part) the surgeon mounted a guiding block to the plate and attached the drill sleeve, but it did not fit in properly. Therefore the surgeon inserted the locking screw by hand, the screw did not lock and went through the guiding block. Since other screws were inserted properly, the surgeon did not remove the screw in question. After checking that the screw had not gone through the back side, the surgeon completed the operation. This resulted in a 10 minute delay and residue in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Nonconformance reports (ncr (B)(4)) is mentioned in the manufacturing document, indicating that part 04.111.531s / lot 7960446 dropped during transport. A causal relationship between ncr (B)(4) and the condition described in (B)(4) is assessed as very unlikely. It can be concluded that the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.